Event description:
It was reported that the user experienced recurrent unexplained low blood glucose while using the ilet system, followed the recommended 15 grams fast-acting carbohydrate treatment with 15-minute rechecks, and subsequently experienced rebound hyperglycemia; the user also changed cgm targets without qualified medical provider guidance and contacted support about whether to suspend insulin delivery, and oral glucose was used as treatment. Symptoms included hypoglycemia with a reported glucose of 65 mg/dl. Outcomes included an unexpected medical intervention in the form of medication/ingested glucose. Investigation included communication and interviews with the user and caregiver, as well as analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.